Event description:
It was reported while testing for sars cov-2 8 false positive results were obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor or (material # 256082 ), batch number 0265816. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An bhr investigation was performed on the batch number provided. Retained sample analysis could not be performed as the product is expired. The reported complaint was unable to be confirmed. The root cause could not be identified. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 8 false positive results were obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).